Event description:
During routine circumcision, a piece of the clamp/hemostat broke off as the physician was getting ready to unclamp the foreskin. The circumcision was able to be completed without injury.